Event description:
It was reported a wet tap occurred during the implant of the trial leads. A blood patch was performed on the patient and the physician chose to finish the (B)(4) procedure with one lead implanted. The patient was kept in the hospital overnight for observation. Follow up on the patient status found the patient had a headache two days postoperative. It was reported the patient had been programmed and the headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.